Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the customer experience hyperglycemia. The customer blood glucose level was over 200 mg/dl at time of incident, treated with the insulin pump and current blood glucose level was 184 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer reported that the insulin exited at the quick release. Customer declined to check their settings. Customer reported that they performed the high pressure test and test result was passed. The device will be returned for analysis.